Event description:
Ect has messed up my memory; I had an ect done last year. I was told that I was an inpatient at (B)(6) hospital to receive the treatment but I recall. I was told that my memory should come back within hours to six months; however that's not the case. I can't go to places that should be familiar to me without using gps. I also forget where I'm going at times and it causes me to panic. I know where I work but I'm having a hard time remembering the process. It feels like there's holes in my memory things I should know but I don't. For lack of better words I feel like I'm dumb. My children constantly remind me of things I've said or done that I don't remember. Sometimes my comprehension is slow and I have to ask people to simplify things for me. It's pretty scary trying to recall things but drawing a blank. All I have to go by are documents. FDA safety report ID# (B)(4).